Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the universal surgical manipulator (usm) 4 was making a clicking and grinding noise. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found errors 31010 and 282 for sterile adapter engagement on usm4. The tse recommended the customer reseat the sterile adapter and instrument. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced usm 3 and 4 due to the yaw and pitch axes making grinding noises for customer satisfaction. There were no errors found related to the yaw or pitch axis movement for brakes or movement. The system was tested and verified as ready for use. Isi received the usm3 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was confirmed and replicated. The usm passed our system and the patient side cart (psc) fixture test platform (pftp) testing without triggering any relevant faults or errors. During the system test, fa heard a grinding noise while moving the yaw and pitch axis. As a fix, the yaw and pitch harmonic drives as well as the yaw and pitch motor modules will be replaced. Note: the usm3 passed fiber test, carriage/acm fan, led test/brightness direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. Isi received the usm4 involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The yaw and pitch axis had heavy grinding noise when moving its full range of motion and also noticeable during sine cycle. The usm failed yaw friction version slow and failed pitch friction very slow reverse speed on pftp. As a fix, to the reported problem, the yaw and pitch motor module assembly, yaw and pitch harmonic drive will be replaced. An event verification confirmed the incisional hernia procedure was performed on the reported event date on (B)(6) 2022 on system sk0285. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 31010 and 282 for sterile adapter engagement on usm4 related to the reported complaint. System log review: a review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 31010 - sterile adaptor sensor missing on usm4. The sa was fully detected then lost one (but not both) sensors. ( no tool present, sa sensors lost for 2 seconds ) error 282 - tool invalid reason: one or more tool sensors were not detected: both tool presence pins not detected (tool sn not available) on usm4. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable malfunction event due to the following conclusion: a usm was in an unacceptable state after the start of the procedure. The surgeon was able to continue with the procedure. The fse replaced the usms 3 and 4. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.